Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
It was reported that during lesion dilatation in the right common iliac artery, the fox plus balloon ruptured at 10 atmospheres during the first inflation. The device was completely removed w/o difficulty and dilatation was completed using another fox plus balloon. There was no adverse pt effect. Though requested no add'l info was provided.